Event description:
The reporter claimed that he tested at 400 mg/dl with symptoms of dehydration, thirst, and increased urination. Reportedly, he bolused with the insulin pump but his blood glucose was still at 456 mg/dl. When he took the insulin injection via syringe, his blood glucose lowered to 130 mg/dl. The patient was then put on the animas pump again. After 2 hours, his blood glucose was up to 400 mg/dl once again. During troubleshooting, the reporter noted the following: cannula was not bent. There were no issues with skin site or scar tissue. His blood glucose has been trending high since (B)(6) 2011. This complaint is being reported because the patient allegedly had symptoms suggestive of hyperglycemia while managing his diabetes with the animas pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the patient's complaint was observed in the alarm history but could not be reproduced; no defect was found with the delivery of the pump.